Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having continuous CT scans for a bladder infection since having implant. The caller noted that it was unknown whether the bladder infection was related to the device or therapy. The caller initially called in to ask if the patient could have a CT scan with the implant. No further complications were anticipated/reported.